Manufacturer narrative:
Age at time of event: early 50s. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-07472. It was reported that catheter removal difficulty and stent dislodgement occurred. The target lesion was located in the right coronary artery(rca). After a guidezilla guide extension catheter was introduced and crossed the lesion, a synergy&#10244;rug eluting stent (des) was implanted in distal rca and another synergy des was implanted in mid to proximal rca. Then, a 4.00x24mm synergy des was advanced, however, the device was unable to cross the lesion. During withdrawal of the synergy stent delivery system (sds), resistance was encountered with the guidezilla. After the sds was removed from the patient, dilatation and intravascular ultrasound (ivus) were performed. During ivus, it was observed that there were "double" stents. It was confirmed that the stent of the 4.00x24mm synergy&#10244;es had dislodged during withdrawal of the sds. Dilatation within the dislodged stent was then performed and the stent was implanted in rca. However, during the procedure, it was observed that the proximal portion of the guidezilla was kinked. After the device was completely removed from the patient, it was noted that the proximal portion of the shaft was separated. The procedure was then completed. No patient complications were reported and the patient's status was good.